Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Boston scientific technical services (ts) was contacted for assistance and reviewed data in the remote monitoring system. Ts discussed that the signals could be t-waves or could indicate lead-on-lead interaction. The physician indicated that the leads were separated when visualized via fluoroscopy. The device and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates that prior to the revision procedure, the device and rv lead delivered an unneeded shock due to noise oversensing. The device shock therapy was programmed off and the patient used a life vest until the procedure. The device and rv lead were explanted. No additional adverse patient effects were reported.